Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2021. A review of performance data shows that the patient's low alert was set to 4.0 mmol/l and that his always sound feature was enabled. Additionally, the patient's no readings alert was enabled and was set to trigger after 20 minutes of continuous sensor error. Data reflecting the description of the incident was not identified on the alleged date of incident but was reflected in the data on the following night. At 12:21 am on (B)(6)2021, the patient's egv reached the low alert threshold and he received a low alert with partial volume. Five minutes later, the patient received a second low alert at partial volume with an egv of 3.9 mmol/l. The patient received a third low alert with full volume at 12:31 am with an egv of 3.8 mmol/l. The patient continued to receive low alerts at full volume every five minutes until 12:46 am, at which point he received an urgent low soon alert at partial volume with an egv of 3.4 mmol/l. The patient received a second urgent low soon alert at partial volume at 12:51 am with an egv of 3.2 mmol/l. At 12:56 am, the patient's estimated glucose values dropped below the urgent low alert threshold and he received an urgent low alert with partial volume with an egv of 2.9 mmol/l. Five minutes later, patient received a second urgent low alert at partial volume with an egv of 2.6 mmol/l. The patient received a third urgent low alert at full volume at 1:06 am with an egv of 2.3 mmol/l. He continued to receive urgent low alerts at full volume every five minutes until 2:56 am. At 2:41 am, the patient's cgm began exhibiting sensor error; however, because his urgent low alerts had not been acknowledged, he continued to receive urgent low alerts at full volume until 20 minutes of continuous sensor error had passed, at which point he began to receive no readings alerts. At 3:01 am and 3:06 am, the patient received two no readings alerts, both at partial volume. The patient then received three more no readings alerts at 3:11 am, 3:16 am, and 3:21 am, all at full volume. At 3:26 am, cgm readings temporarily resumed and the patient received an urgent low alert at partial volume with an egv of 3.1 mmol/l. He then began experiencing sensor error again, but because his urgent low alerts still had not been acknowledged, he received three more urgent low alerts at 3:31 am, 3:36 am, and 3:41 am -- at partial volume, full volume, and full volume respectively. Once 20 minutes of continuous sensor error had passed, the patient received a no readings alert at partial volume at 3:46 am. At 3:51 am, the sensor error stopped again, at which point the patient's egv had risen to 6.7 mmol/l. Shortly thereafter at 4:05 am, the sensor stopped, presumably because it fell off of the patient's skin. Data investigation of the reported incident indicates that the system functioned as intended and the patient received all applicable alerts during the time leading up the cessation of the sensor session. The root cause of the reported hypoglycemic event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hypoglycemic event occurred. The sensor was inserted into the arm on (B)(6) 2021. The sensor patch fell off during the night while he was sleeping and in the early hours of morning the patient had a hypoglycemic event which was undetected because the sensor had fallen off; performance data shows that there were various alerts during the night for several hours; however, the patient was asleep and apparently was unaware of them. He felt clammy and had a dry mouth which are his usual signs of hypoglycemia. The patient¿s father called for an ambulance. It took about 45 minutes for the ambulance to arrive. The patient remained stable during this time; a bg was checked which was approximately 2.0 mmol/l. Emergency medical services (ems) checked his bg within 5 minutes after arriving and the result was 2.4 mmol/l. They treated the patient at the home with a glucose drip and the patient was then okay with no lasting effects. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.